Event description:
Customer advocacy received a copy of the customer's medwatch report. According to the customer, the staff were unable to prime the tubing, then noticed the leak at the hub of the max zero trifuse extension tubing.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report in which an incomplete date of event of (B)(6) 2019 was provided. It was reported that a max zero trifuse extension tubing set was "leaking at hub". On the medwatch this is listed as a product problem.